Event description:
Additional information received noting that the patient is now experiencing an increase in seizures and low output current is still seen. The patient has been referred for x-ray images.

Event description:
It was reported that a low output current message was observed on the patient's device on system diagnostics after the patient's settings were increased. The manufacturer's device history records were reviewed. The generator passed final functional and quality specifications prior to release. No further relevant information has been received to date.